Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer did not recall any specific events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Button error alarm and intermittent up button response due to corroded keypad trace. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked pump belt clip slot and missing end cap sticker.